Event description:
Unable to interrogate device. Patient had to be rescued earlier today with an external defibrillator. No lights illuminated on pgh and all troubleshooting was unsuccessful. This patient expired on (B)(6) after collapsing in the clinic. Emt was called and the patient was externally shocked. The cause of death is unknown, but it is believed that the external shock caused damage to the device.

Manufacturer narrative:
Per mortuary, this patient expired on (B)(6) 2014 . The device was explanted on (B)(6) 2014. The date of death has been corrected. Upon receipt, the ICD was visually inspected. The leads implanted with the ICD were still connected to the header. The connections between the leads and the device were tested, proving that the leads were connected properly. The leads were disconnected and the ICD was subjected to an electrical analysis. The device was unable to be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. The battery voltage amounted to 3.06 v, demonstrating that the battery was not depleted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. Based on the damage symptoms of the electronic module, the ICD was damaged due to the application of an external high voltage as present during external defibrillation or due to a shock delivery of the ICD into an external short circuit after the detection of ventricular tachycardia. In general the ICD is protected against the high voltage discharge during external defibrillation, but depending on the position of the external defibrillation electrodes and individual patient circumstances a damage of the electronic module cannot be excluded.